Event description:
It was reported that during scheduled generator change out it was found that the system impedance o this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at around 145 ohms. Technical services (ts) provided troubleshooting recommendations including checking electrode location and possible defibrillation threshold (dft) test. However, the physician elected to explant both the device and electrode at this time. A new s-ICD system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during scheduled generator change out it was found that the system impedance o this subcutaneous implantable cardioverter defibrillator (s-ICD) system was elevated at around 145 ohms. Technical services (ts) provided troubleshooting recommendations including checking electrode location and possible defibrillation threshold (dft) test. However, the physician elected to explant both the device and electrode at this time. A new s-ICD system was successfully placed. No additional adverse patient effects were reported.